Manufacturer narrative:
Pt code: (B)(4) - was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired on the same date, all of which was allegedly caused by exposure to the product administered for dialysis treatment.